Event description:
Caller reported aviva system blood glucose results of 22 mmol/l, 8.3 mmol/l, and 6.4 mmol/l within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.